Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, it was identified that the usb cable was the issue. A replacement cable was sent to the customer. Customer's blood glucose level was 155mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.